Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain') in a 32-year-old female patient who had essure (batch no. B68028-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, uterine bleeding, obesity, muscle ache and pid pelvic inflammatory disease. Concurrent conditions included abdominal pain, nausea, vomiting, painful urination, frequency urinary, skin rash, headache, tendency to bruise easily, numbness, weakness, low back pain, arthritis, hernia, peptic ulcer disease, gastric ulcer, bowel obstruction, gastroenteritis, pancreatitis, cholecystitis and dizziness. Concomitant products included cefixime (flexeril), cyclobenzaprine, diazepam, fluticasone, ibuprofen, medroxyprogesterone acetate (depo provera), naproxen, naproxen sodium and propranolol. On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (full)). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted. In pfs plaintiff reported that she did not undergo confirmation test but in summons hsg results are provided. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2019: update of information (batch is not valid). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain / pelvic pain / chronic') in a 32-year-old female patient who had essure (batch no. B68028-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, uterine bleeding, obesity, muscle ache and pid pelvic inflammatory disease. Concurrent conditions included abdominal pain, nausea, vomiting, painful urination, frequency urinary, skin rash, headache, tendency to bruise easily, numbness, weakness, low back pain, arthritis, hernia, peptic ulcer disease, gastric ulcer, bowel obstruction, gastroenteritis, pancreatitis, cholecystitis and dizziness. Concomitant products included cefixime (flexeril), cyclobenzaprine, diazepam, fluticasone, ibuprofen, medroxyprogesterone acetate (depo provera), naproxen, naproxen sodium and propranolol. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression / psych injury related to essure") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleed"), urinary tract infection ("bladder/urinary problems : uti"), vaginal infection ("bladder/urinary problems : vaginal infect"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post procedural complication"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (full-uterus and cervix)). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, urinary tract infection, vaginal infection and bacterial vaginosis had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial vaginosis, depression, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted. In pfs plaintiff reported that she did not undergo confirmation test but in summons hsg results are provided. Plaintiff received treatment for pelvic pain, abdominal pain, general abnormal bleed, uti, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: pfs received. New events: post procedural complication, bacterial vaginosis added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain / pelvic pain / chronic') and genital haemorrhage ('general abnormal bleed') in a 32-year-old female patient who had essure (batch no. B68028-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, uterine bleeding, obesity, muscle ache and pid pelvic inflammatory disease. Concurrent conditions included abdominal pain, nausea, vomiting, painful urination, frequency urinary, skin rash, headache, tendency to bruise easily, numbness, weakness, low back pain, arthritis, hernia, peptic ulcer disease, gastric ulcer, bowel obstruction, gastroenteritis, pancreatitis, cholecystitis and dizziness. Concomitant products included cefixime (flexeril), cyclobenzaprine, diazepam, fluticasone, ibuprofen, medroxyprogesterone acetate (depo provera), naproxen, naproxen sodium and propranolol. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression / psych injury related to essure") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("bladder/urinary problems : uti") and vaginal infection ("bladder/urinary problems : vaginal infect"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, urinary tract infection and vaginal infection had resolved and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted. In pfs plaintiff reported that she did not undergo confirmation test but in summons hsg results are provided. Plaintiff received treatment for pelvic pain, abdominal pain, general abnormal bleed, uti, vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received :new events "abdominal pain, general abnormal bleed, bladder/urinary problems : uti, vaginal infect." Were added. Outcome of event "pelvic pain" was updated as "recovered/"resolved"". No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain') in an adult female patient who had essure (batch no. B68028) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, uterine bleeding, obesity, muscle ache and pid pelvic inflammatory disease. Concurrent conditions included abdominal pain, nausea, vomiting, painful urination, frequency urinary, skin rash, headache, tendency to bruise easily, numbness, weakness, low back pain, arthritis, hernia, peptic ulcer disease, gastric ulcer, bowel obstruction, gastroenteritis, pancreatitis, cholecystitis and dizziness. Concomitant products included cefixime (flexeril), cyclobenzaprine, diazepam, fluticasone, ibuprofen, medroxyprogesterone acetate (depo provera), naproxen, naproxen sodium and propranolol. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted. In pfs plaintiff reported that she did not undergo confirmation test but in summons hsg results are provided. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2019: pfs received. Lot number added. Concomitant medication and condition added. Events : abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish were added incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.